Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing from server to stations. A technical support specialist (tss) worked on it since this case had been ongoing for 5 hours and found out that there were 28,000 messages stuck on processing and the last processed time was 11am this morning. This shown that the message processors were not working properly. So, the tss restarted external messaging, external communication and external inbound processor service. After that the messages were draining. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing from server to stations. The customer stated that this malfunction caused a delay in dispensing when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported based on this event.